Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated the results were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample probe 3 (s3) and s3 mixer, and auto-aligned s3. The cause of discordant, falsely depressed ca results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on dimension vista 1500 instrument (serial number (B)(4)). The initial discordant result gave an error code e532 : below panic range, which triggered the auto-repeat, resulting with a falsely low result. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.